Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, patient presented to the emergency room with an infection related to a closure following a procedure after the use of a mynx control venous vascular closure device (vcd). Additional information was requested but not provided. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. As reported, patient presented to the emergency room with an infection related to a closure following a procedure after the use of three mynx control venous vascular closure device (vcd). The patient was discharged on the same day. The time to ambulation post-procedure was one hour. The patient was seen for follow up seven days post procedure. The right leg experienced the infection. There was no ultrasound performed at the follow up appointment. The symptoms were resolved without sequalae. The physician performed the procedure. There were a total of 3 access sites on the affected limb. The left leg had one access site. The procedure was a pulse select procedure. The unknown sheath that was in the left leg was downsized to a 9f non-cordis sheath. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An infection resulting from invasive procedures is a well-known potential adverse event and is listed in the instruction for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, an investigation has been initiated to further investigate similar complications reported.

Event description:
As reported, patient presented to the emergency room with an infection related to a closure following a procedure after the use of three mynx control venous vascular closure device (vcd). The patient was discharged on the same day. The time to ambulation post-procedure was one hour. The patient was seen for follow up seven days post procedure. The right leg experienced the infection. There was no ultrasound performed at the follow up appointment. The symptoms were resolved without sequalae. The physician performed the procedure. There were a total of 3 access sites on the affected limb. The left leg had one access site. The procedure was a pulse select procedure. The unknown sheath that was in the left leg was downsized to a 9f non-cordis sheath. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, patient presented to the emergency room with an infection related to a closure following a procedure after the use of a mynx control venous vascular closure device (vcd). Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and due to the nature of the event, the reported customer complaint " infection" could not be evaluated. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.